Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the axle will not lock and the spring will not pop to lock.